Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: that due to a pinhole on the channel tube, water tightness was lost, the plastic distal end cover had a scratch, the adhesive around the objective lens was peeled, the scope connector cover unit had a scratch, the scope connector had discoloration, the scope connector had a scratch, and the protector of the universal cord on the scope connector side had a scratch. In addition, the universal cord had a scratch, the connecting tube had a scratch, the grip had a scratch, the switch box had a scratch, the forceps elevator lever had a scratch, the free-engage knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the control unit had discoloration, the control unit had a scratch, the adhesive on the bending section cover had a chip, the scope cover had a scratch, and the connecting tube had discoloration. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or cause of the material remaining in the device cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.